Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing syncope. A remote transmission indicated t-wave oversensing (twos) and a pause/loss of capture due to non-physiologic oversensing. The lead had triggered a warning for low impedance and high threshold. The lead was capped and replaced. No further patient complications have been reported as a result of this event.